Manufacturer narrative:
(B)(4). Should additional relevant information become available, a follow-up report will be submitted.

Event description:
It was reported that cracks were observed on the light blue main body of the transfer set after use. The device had been in use for one week. No patient injury or medical intervention was indicated as a result of this event. No additional information is available. This is report 1 of 2.

Manufacturer narrative:
(B)(4). A sample was received for evaluation. A visual inspection was performed with a crack light blue main body noted. A leak test, clear passage test, and clamp function test were performed with no issues noted. The reported issue was identified through a sample evaluation but the cause could not be determined.